Event description:
It was reported that the user experienced hypoglycemia followed by hyperglycemia while using the ilet system after logging an incorrect meal amount, pausing insulin delivery to ¿carb load¿ before exercise, and overtreating lows with repeated glucose and additional food; the user also sometimes preemptively treats perceived lows and estimates meals by portion size rather than carbohydrate content. Symptoms included hypoglycemia, hyperglycemia, shakiness, cold and clammy feeling, sleepiness, headache, dehydration, frequent urination, and a ¿hungover¿ feeling. Outcomes included fluctuating glucose values with urgent low, low, urgent low soon, and glucose falling quickly alerts, followed by hyperglycemia. Investigation included troubleshooting and user education on hypoglycemia treatment with measured fast-acting carbohydrates, appropriate timing of rechecks, avoiding preemptive treatment before pump alerts, and accurate carbohydrate entry for meals. Investigation of this case revealed no device malfunction and identified user-related factors including pump pauses without clinical need, meal misreporting, and overtreatment of hypoglycemia. It was concluded, based on previously established findings for similar reports, that user handling and use error were the most likely causes.